Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was not fully expanded. It was noted that the patient had a bicuspid native aortic valve with right-left cuspid fusion. Post-implant balloon aortic valvuloplasty (bav) was performed using a 28mm non-complaint balloon, which resulted in leaflet damage, and as a consequence severe central aortic regurgitation was observed. Echocardiogram confirmed the leaflet damage. A second valve was subsequently implanted with no remaining regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Eval code method; eval code result; eval code conclusion conclusion: the device history record and associated valve frame lot were reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No procedural images were submitted for review. Based on the available information, a root cause for the valve under-expansion could not be conclusively determined. In this case, a post implant bav was performed. The user followed the device instructions for use (IFU) which states: "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing." Based on the event description information, preliminary assessments of the cause(s) of the leaflet damage suggest that a post-implant valve deployment intervention is possibly among the factors leading to the damage of the leaflet, as it was stated that the user used a "non-compliant" balloon. Per the device IFU, table 3: post-implant balloon dilatation sizing, the maximum balloon size chosen for dilatation using a non-compliant balloon for the 34mm evolut pro+ valve, is 25mm with an applied inflation atmospheric pressure of no greater than 2 atm. In this case, the balloon size for the post-implant bav is 28mm which may have contributed to the leaflet damage and led to the regurgitation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.